Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's parent reported via phone call the insulin pump alarmed stuck button. The customer¿s blood glucose was unknown at the time of incident. No significant event leading to button error or keypad anomaly were observed. Stuck button troubleshooting was performed and customer's parent was unable to confirm if the insulin pump button was not pressed down for 3 minutes or longer and it was not exposed to a change in altitude. Customer's parent also reported battery issue alarms was found in the insulin pump alarm history. The customer's parent was advised that the insulin pump is being replaced. Customer's parent declined insulin pump replacement and will monitor the insulin pump. Insulin pump and is not expected to return for analysis.